Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing. Programming changes were made to the device, which resolved the oversensing. The defibrillator test was discussed with physician. No additional information available.